Manufacturer narrative:
Pt. Info.: not applicable, as there was no patient contact with the product. If implanted, give date: not applicable, as there was no patient contact with the product. If explanted, give date: not applicable, as there was no patient contact with the product. The device was not returned for evaluation as the lens was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) came out bent and was unusable. The event was observed during handling of the device and there was no patient contact reported. Account indicated that the lens was discarded. No further information was provided.

Manufacturer narrative:
Corrected data: upon reviewing the complaint, it was identified that the following information was not included in the initial report: the inner pouch of the product was unsealed when received by the customer. Therefore, it is captured in this supplemental report. The following section has been updated accordingly: section h6: medical device problem code: 1421 - delivered as unsterile product. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.